Event description:
Blood staying in microclave even after pulsating saline flushes. Equipment reference # mz5302. Manufacturer response for set, administration, intravascular, maxzero (per site reporter). Manufacturer suggested more education be provided to staff. Education provided. Issues continue.